Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported a physician performed an uneventful novasure endometrial ablation (exact date unknown) and the patient was discharged home. Four days post procedure the patient presented to the emergency room (ER) experiencing "severe pain". Blood testing performed and revealed no signs of infection. The patient was discharged on prophylactic antibiotics. Three days later the patient returned to the ER still complaining of "severe pain". The physician administered pain medication and the patient was admitted into the hospital overnight for observation. The patient was discharged home the following day. The patient returned to the ER 15 days later still experiencing "severe pain". The physician administered medicine to relieve pain in the back that did not help. The patient was discharged home. Six days later the physician performed a hysterectomy and the patient's pain "goes away". The patient "is doing fine".